Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "the replacement of broken allergan implants". Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6)2023 with lot number 2675728. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Missing shell assessed as inconclusive. Additional observations: crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "the replacement of broken allergan implants". Device has been explanted. This record relates to the right side.